Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad was completely detached. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Investigation revealed that the ok keypad button is unresponsive; the contrast button key contact is missing and the button is unresponsive; the up arrow and down arrow keypad buttons were found to be responding appropriately. Testing revealed a broken connection to the keypad flex for the contrast button. An unresponsive contrast button is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, evaluation is not complete. Once evaluation is complete a supplemental will be sent out. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.